Manufacturer narrative:
Correction: (UDI #) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal procedure, while insufflating, the balloon did not inflate. They went with an alternate method of dissection to complete the case. There was no patient injury.